Event description:
Same patient as MFR# 6000089-2006-02366, 6000089-2006-02435, 6000089-2006-02436, and 6000089-2006-02365. Clinical registry: it was reported that during an angioplasty procedure, "probable embolization of a portion of a cutting balloon" occurred. One month prior to the index procedure, the patient experienced worsening shortness of breath and a stress test echocardiogram was performed. Angiography showed a distal subtotal occlusion within the previously placed stents in the left anterior descending (lad ) artery. The lad was wired and another manufacturer's 2.0x12mm balloon dilated the occlusion. Per the procedures notes, a 2.0x6mm ultra2 cutting balloon was tracked over the wire. However, it would not cross the midportion of the lad. At this point, the catheter was pulled back. It became trapped in the vessel. Multiple attempts were made at pulling the entire balloon, wire and guide catheter back without success. A second wire was placed distally in the lad and another manufacturer's balloon was tracked over the second wire into the midportion of the lad in an attempt to free up the cutting balloon. This action did not work initially. At this point, multiple inflations of the second balloon were made at low pressures which allowed for the withdrawal of the cutting balloon. "This resulted in significant plaque shifting into the large diagonal branch." The diagonal branch was wired and dilated with another manufacturer's 2.0x12mm balloon at 10 atms. In "kissing" fashion, the balloon was inflated in the diagonal branch and another manufacturer's 2.5x18mm drug-eluting stent was deployed in the mid lad at 16 atms. The results of both vessels were less than 10% residual stenosis and timi-3 flow. Prior to end of the procedure, "final orthogonal angiograms do reveal a radiopacity in a small branch of the circumflex that may in fact represent an embolized portion of the cutting balloon. It is not flow limiting and it is noted to be very distal in a small branch of the circumflex. At this point, the procedure was concluded."

Manufacturer narrative:
H6: the complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the root cause of the event.